Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product was implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Product was implanted.

Event description:
It was reported that the sterile packaging was not sealed. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
Upon receipt of information received and reassessment of the reported event, it was determined that the reported device was not involved in the event. The initial report was forwarded in error and should be voided.